Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment¿s retainer ring broke off. The customer¿s blood glucose level was unknown. Troubleshooting was done. The device will be replaced and returned for analysis.